Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified overweight, broken shell on posterior and missing shell (0-25%). A visual and micro analysis was performed which identified broken and opening striated, crease fold and wear abrasion. Based on the device analysis, the final assessment is a striated opening and broken due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side exchange due to patient's concern with the product. Additionally, healthcare professional reported "grade IV capsular contracture" "pain", "acute and chronic inflammation" and "scattered calcifications". Device has been explanted.